Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the roller pump display went blank. The device was not changed out, as the roller pump was still functional and they controlled the pump with the central control monitor (ccm). The surgical procedure was completed successfully. There were no delays, no blood loss, or no adverse consequences to the patient. Per the clinical review on (B)(4) 2014. The local pump display blanked during cardiopulmonary bypass. The user utilized the sliders on the ccm and was able to continue the procedure with the pump. The procedure was completed successfully, without delay and without associated blood loss. There was no harm reported or observed.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded. The field service representative (fsr) replaced the roller pump display. The display operated to manufacturer specifications and was returned to clinical use. The suspect display was returned to the manufacturer for further evaluation.